Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6025978. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported the rubber sleeve of the needle of the bd vacutainer 20 g x 1.5 in. Multi sample blood collection needle was not flexible enough and caused leakage. No injury or medical intervention reported.